Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-01564.

Event description:
The customer reported false positive results with the idnow covid-19 assay for multiple lots. This MFR. Report addresses patient one (1) of six (6) and lot 1060681. The number of tests performed with each lot was not provided. The customer reported a false positive result with the idnow covid-19 assay for performed on (B)(6) 2022 on a direct tested kit swab. Pcr confirmation testing (platform: (B)(6)) from a sample in viral transport media on (B)(6) 2022 generated negative results. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1060681 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1060681 and test base part number 190-430 / lot 1060681. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060681 showed that the complaint rate is 0.006 %. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause root cause is cross contamination.